Manufacturer narrative:
The complaint was confirmed based on failure analysis. The probable root cause of this reported complaint is attributed to repetitive errors indicating a faulty monopolar port of the erbe integrated electrosurgical unit (iesu).

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue (multiple errors occurred when firing the monopolar energy) and replaced the vio integrated electrosurgical generator unit (iesu) to resolve the issue. System was tested and verified as ready for use. The iesu has been evaluated by the failure analysis (fa) team. Fa was able to confirm issue via system logs. Upon visual inspection the unit shows no damage that would be related to the reported event. The erbe generator was tested using surgeon side console and the reported event was not able to be reproduced, erbe cauterized and recognized all ports and instruments. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, the customer reported to an intuitive surgical, inc. (Isi) technical service engineer (tse) that the surgeon was getting an error message when trying to use the coag on the erbe generator. The surgeon was continuing with the cut feature. Prior to calling, the customer had switched out the cords, instruments, and power cycled the erbe without resolving the issue. The external foot pedals were also disconnected without resolving the issue. The site did not have a force triad generator, but they may switch to another da vinci tower if the surgeon needs the coag energy. The procedure was completing as planned with no reported injury.